Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.